Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14sep2020.

Event description:
It was reported that during testing the ventilator had a watchdog test failure error code. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced motor controller (mc) board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.